Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on: (B)(6) 2003: the patient underwent MRI of cervical spine due to herniated nucleus pulposes. Impression: small focal bulges or protrusion centrally at c5-6 and c6-7 with minimal deformation of the ventral thecal sac; the remainder of the study is unremarkable. (B)(6) 2003: the patient underwent MRI of lumbar spine due to left leg giving out while walking and herniated nucleus pulposes. Impression: disc space narrowing and desiccation at l5-s1; there is a broad based posterior disc bulge with a superimposed disc protrusion within the neural foramen in the left; there is possible contact with the exiting l5 nerve root; in addition, there is narrowing of the lateral recesses bilaterally and potential compromise of the s1 nerve roots. (B)(6) 2004: the patient underwent MRI of left knee due to pain. Impression: no acute ligamentous or meniscal tear is identified. (B)(6) 2004: the patient underwent MRI of cervical spine due to cervical, thoracic and lumbar radiculopathy, neck pain and low back pain. Impression: small broad based central hnps are present at the c5-c6 and c6-c7 levels, resulting in mild canal stenosis. MRI of the thoracic spine was also done. Impression: unremarkable MRI of the thoracic spine. He also underwent MRI of lumbar spine. Impression: 1. Moderate foraminal stenosis is present on the left at the l5-s1 level, secondary to an asymmetric left-sided disc bulge and changes of facet arthrosis; mild narrowing of the right lateral recess is also seen at this level. 2. Diffuse mild changes of facet arthrosis are seen throughout the lumbar spine. (B)(6) 2005: the patient underwent MRI of cervical spine due to radiculopathy. Impression: small broad-based central disk protrusions at the c5-c6 and c6-c7 levels noted, resulting in mild spinal canal stenosis. He also underwent MRI of thoracic spine. Impression: no herniated nucleus pulposus, neural foraminal or spinal stenosis is identified in the thoracic spine. MRI of lumbar spine was also done. Impression: 1. Bilateral foraminal stenosis seen at l5-s1 level due to a broad based annular disk bulge and facet joint hypertrophy; the findings are worse on the left side at this level. 2. Otherwise unremarkable MRI of lumbar spine. (B)(6) 2005: the patient presented with continued complaints of low back pain with left much greater than right lower extremity pain. She also had upper back and neck pain with bilateral upper extremity pain. She had decreased range of motion of cervical and lumbar spine due to pain. (B)(6) 2005: the patient presented for an office visit with low back pain and pain in left lower extremity. Assessment: 1. Displaced lumbar disc. 2. Lumbar spondylosis. 3. Lumbar radiculopathy. 4. History of depression. 5. History of anxiety. (B)(6) 2005: the patient underwent thoracolumbar discogram due to severe back pain. Impression: annular tear/ internal disc disruption l5-s1 with moderate concordant pain. (B)(6) 2005: the patient was admitted with the following diagnosis: lumbar disc displacement. He underwent the following procedure: left l5-s1 lumbar laminectomy. No patient complications were reported. (B)(6) 2005: the patient was discharged in stable condition. (B)(6) 2006: the patient underwent MRI of lumbar spine due to low back pain and bilateral leg pain. Impression: 1. Severe degenerative disk disease is noted at the l5-s1 level; there is a broad-based posterior disk bulge and bilateral neural foraminal narrowing, left greater than right; there is also narrowing in the lateral recesses bilaterally as a result of the bulging disk material and degenerative changes in the facets. 2. Mild to moderate facet arthrosis is noted in the remainder of the lumbar spine; small posterior disk bulges are seen at the l1-2 and l4-5 levels as well. (B)(6) 2006: the patient presented with low back pain with left greater than right lower extremity pain. Clinical assessment: 1. Displaced lumbar disc. 2. Lumbar spondylosis. 3. Lumbar radiculopathy. (B)(6) 2006: the patient was admitted with the following diagnosis: displaced lumbar disk, l5-s1. She underwent the following procedures: 1. Right l5-s1 transforaminal lumbar interbody fusion with placement of cage, right l5-s1 pedicle screw instrumentation and use of bone morphogenetic protein (bmp). 2. Posterior fusion, interbody fusion, right l5-s1 transfacet decompression. Per op notes, the annulus of the l5-s1 disk was identified and thecal sac was retracted somewhat medially. After removing disc contents, the endplates were prepared. Disc height was restored to approximately 10 mm. A funnel was used to fill the disc space with allograft with recombinant bmp (on collagen sponge). This was packed anterior and lateral to where the cage was to be placed. Next a 10 mm implant was gently tapped into the interspace and appeared to be in satisfactory position on ap and lateral fluoroscopy. Next, the titanium pedicle screw system was used and right-sided pedicle screws were placed under fluoroscopic guidance at the l5 and s1 levels. Next, the sacral ala and the right l5 transverse process were decorticated without a high speed drill and a posterior fusion over to the vertebral levels was placed, consisting of bone morphogenic protein on a collage matrix with autograft that had been obtained from the transfacet decompression and the laminectomy. No patient complications were reported. (B)(6) 2006: the patient underwent x-rays of lumbar spine. Impression: unilateral pedicle screws l5-s1 in satisfactory alignment and position. (B)(6) 2006: the patient was discharged in stable condition. (B)(6) 2006: the patient underwent x-rays of lumbar spine due to lumbar fusion for spondylosis. Findings: post-operative changes of transpedicle fusion are seen on the right at l5-s1; a disk cage has been placed in the disk space; some mild degenerative changes are seen at the l4-5 level. (B)(6) 2006: the patient underwent MRI of cervical spine due to some pain at the surgical site and neck pain. Impression: small posterior disk bulges or protrusions at c5-6, c6-7 and c7-t1; spinal canal diameter is slightly narrowed to 9 mm at c6-7 with preservation of the ap diameter of the spinal canal at c5-6 and c7-t1. He also underwent MRI of lumbar spine. Impression: 1. Post-operative changes at ls-s1, where posterior element hardware has been placed on the right; enhancing fibrotic material is surrounding the right s1 nerve root in the lateral recess, and there is a disk bulge centrally and to the left, which is producing moderate leftward neural foraminal narrowing, but no definite evidence of nerve root contact; prominent reactive changes are seen in the vertebral body endplates at ls-s1. 2. The remainder of the study is unchanged in appearance. (B)(6) 2007: the patient underwent CT of lumbar spine due to heaviness in both legs. Impression: 1. There is neural foraminal narrowing on the left due to a combination of bulging disc material and osteophyte formation; there is potential compromise of the exiting l5 nerve root; there is some narrowing of the left lateral recess as well. 2. A broad-based posterior disc bulge and mild posterior element of degenerative change are present at l4-5; spinal canal and neural foraminal caliber are relatively well maintained, however. (B)(6) 2008: the patient underwent MRI of cervical spine due to neck pain, numbness in left fingers, low back pain, bilateral hip and leg pain. Impression: 1. No significant interval changes in appearance; small central bulges or protrusions are seen c5-6 and c6-7; ap diameter of the spinal canal is narrowed to 9 mm at both levels. 2. The remainder of the study is unremarkable. He also underwent MRI of lumbar spine due to back pain. Impression: 1. Post-operative changes are noted at l5-s1 on the right with pedicle screws and a rod as well as a prosthetic disc device within the intervertebral disc space at this level. 2. Moderately severe bilateral neural foraminal stenosis is present at l5-s1 secondary marginal osteophytes and facet arthrosis. 3. A mild disc bulge is present at l4-l5. (B)(6) 2008: the patient underwent CT of lumbar spine due to low back pain, radiculopathy and neuritis. Impression: 1. Moderate foraminal stenosis is seen bilaterally at l5-s1 due to marginal vertebral body osteophytes and facet arthrosis. 2. Previous fusion is noted at l5-s1 with unilateral transpedicle screws in place on the right. (B)(6) 2008: the patient was admitted with the following diagnosis: painful retained lumbar hardware. He underwent the following procedure: removal of painful retained lumbar hardware. No patient complications were reported. (B)(6) 2008: the patient was discharged in stable condition. (B)(6) 2008: the patient underwent MRI of lumbar spine due to low back pain. Impression: interval removal of the posterior element hardware on the right at l5-s1. (B)(6) 2009: the patient underwent electromyography due to possible plexopathy versus radiculopathy versus peripheral neuropathy. Im pression: 1. Chronic l5 radiculitis on the left; findings are longstanding. (B)(6) 2009: the patient presented with low back pain, upper back pain and neck pain. Assessment: 1. Cervical/thoracic/lumbar spondylosis. 2. Cervical/thoracic/lumbar radiculitis. 3. Displaced cervical/lumbar disc. 4. Slightly over 2 months post-op status post removal of painful retained lumbar hardware - stable. (B)(6) 2009, (B)(6) 2010: the patient presented with chronic neck and low back pain. He also had complaints of radicular pain in upper and lower extremities. He had tenderness to palpation in the region of the facet joints and decreased range of motion in the painful areas of spine. Assessment: cervical and lumbar radiculitis and spondylosis; displaced cervical and lumbar disk. (B)(6) 2009: the patient underwent MRI of left knee due to medial knee pain. Impression: 1. Tiny areas of grade 3 chondromalacia involving the medial facet of the patella. 2. Small joint effusion. (B)(6) 2009: the patient presented with neck pain, lower back pain and knee pain. The pain radiated to the extremities. Assessment: cervical and lumbar radiculitis and spondylosis; displaced cervical and lumbar disk; chronic anxiety; muscle spasms. (B)(6) 2009: the patient presented with chronic low neck pain with left greater than right lower extremity pain/paresthesias/numbness. She underwent motor nerve conduction examination. Conclusion: findings consistent with median neuropathy at the left wrist. (B)(6) 2010: the patient presented with neck pain and low back pain. Diagnosis: cervical and lumbar facet syndrome. (B)(6) 2010: the patient presented with radicular bilateral arm pain and bilateral radicular leg pain. Dia gnosis: cervical and lumbar radiculitis. (B)(6) 2010: the patient presented with chronic low back pain with left greater than right lower extremity pain/paresthesias/numbness. She underwent motor nerve conduction examination. Conclusion: findings consistent with chronic bilateral lumbar radiculitis (l5, s1), findings appear worse on the left. (B)(6) 2011: the patient presented with neck pain and low back pain. She underwent cervical and lumbar facet injection procedures.